Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the viewing station of the imaging system power cord was replaced on 4 april 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect power cable has not been received by the manufacturer for analysis.

Event description:
A site radiologic technologist (rt) reported that, while outside of a procedure, an outlet at the facility sparked when the imaging system was plugged into the outlet. The imaging system remained powered on. The outlet was replaced by the site. The site then attempted to plug in the imaging system to the new outlet and the line power light flickered and the cord prong was damaged by the incident. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The mobile view station (mvs) power board assembly was returned to the manufacturer for analysis. Confirmed reported problem "bad at install, received inoperable board." Fuses all tested good. Installed mvs power board in imaging system. When power was applied, noted ds5 and ds19 led's do light green. Ds13 and ds14 do not light. There is no power to the mvs (j9) or image acquisition system (ias - j8) defective mvs power board. Electrical failure mode. Bad at install.

Manufacturer narrative:
The suspect power cable was returned to the manufacturer for evaluation. Testing found that the prongs on the molded end of the power cord were damaged, resulting in intermittent connections. The power control board for the imaging system has been received by the manufacturer for evaluation. However, results are not available at this time.